Event description:
It was reported that the patient is deceased. The patient was in a long term care facility. There is no allegation from a healthcare professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
An incomplete lead was returned for evaluation. Electrical testing found no evidence of lead fracture or shorting.